Manufacturer narrative:
Investigation conclusion: the sample in question has a lower but pronounced curve that indicates a true positive result. Sample could be sign of contamination or a sample that is at or near limit of detection. Root cause: unable to determine; possible contamination. Source: email.

Event description:
Reported false positive sars result for (B)(4) patient. It is unknown if the patient was symptomatic. The customer communicated the patient tested negative with another molecular (pcr testing) method. The customer also reported an additional patient event which is captured on a separate report.